Event description:
MRI for back problem discovered, replaced hip problem. Had hip replaced (B)(6) 2010. Started having back problems in 2014, diagnosed as sciatica. Had several injections to relieve pain. Was recommended physical therapy which apparently aggravated situation. Ortho doctor discovered metal to metal replacement hip failed and was contributing metals into my blood.